Event description:
Customer reported that the alarm has power, but a continuous alarm tone when pressure is off the pad. The alarm was tested with a new sensor. There was no pt incident or injury reported.

Manufacturer narrative:
Eval: results: eval of the returned product revealed the unit powered up, but the nurse call light turns off intermittently at the test fixture when the cable is wiggled. The cable does not securely into the receptacle. (B)(4).